Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy procedure performed on an unknown date. It was reported that the sheath was noted split. The procedure was completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h2: additional information: block b5 (describe event), block d7a (sud reprocessed and reused) and block h8 (usage of device). Block h6: device code a0401 captures the reportable event of sheath was split. Block h10: investigation results: the returned navigator device was analyzed, and a visual evaluation noted that the sheath was found torn in the middle of it. A functional evaluation was not performed due to the sheath's condition. No other problems with the device were noted. The reported event was confirmed. With the available information, the investigation concluded that the device might be related with the way it was stored or transported. Additionally, one of the tear in the sheath could have happened during shipping. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy procedure performed on an unknown date. It was reported that the sheath was noted split. The procedure was completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 07, 2022: it was reported that the procedure was completed with another navigator device.